Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported when the ins was replaced in (B)(6) 2018 no impedance issues were seen. It was reported a few days prior to the call high impedances were seen on the right ins but the patient had not noticed any change in therapy. Several pairs were over 40k ohms and the caller was not with the patient to do further troubleshooting. The caller provided the following impedances (in ohms). The caller had not obtained therapy impedances and noted the patient was programmed on 1- 2- 3+. C-0 over 40k c-1 952 c-2 over 40k c-3 1025 0-1 over 40k 0-2 over 40k 0-3 over 40k 1-2 over 40k 1-3 1574 2-3 over 40k the caller stated the office did x-rays already and indicated the office stated everything looked fine. No known activity or event prompted the issue. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the cause of the high impedances was not determined. The high impedances had not been resolved at the time of the report and the patient was reprogrammed around the high impedances.